Event description:
A report was received that the patient was having inadequate stimulation and high impedance. The patient had a history of a non-device related fall. The patient underwent a lead revision, during which, the paddle lead was explanted and was replaced with a new one. The physician suspected a malfunction. The patient was receiving adequate stimulation following the procedure.

Manufacturer narrative:
Additional information was received that the patient did have good coverage before the fall. The complaint of high impedance and inadequate stimulation was confirmed. Visual inspection revealed electrode 8 was completely dislodged from the paddle. The left pigtail was fractured/severed approximately 4 inches from the paddle end. The right pigtail was cut approximately 2 inches from the paddle end. The fractured/severed cables resulted in lack of stimulation. The patient's fall is the root cause of the fractured pigtail.

Event description:
A report was received that the patient was having inadequate stimulation and high impedance. The patient had a history of a non-device related fall. The patient underwent a lead revision, during which, the paddle lead was explanted and was replaced with a new one. The physician suspected a malfunction. The patient was receiving adequate stimulation following the procedure.

Event description:
A report was received that the patient was having inadequate stimulation and high impedance. The patient had a history of a non-device related fall. The patient underwent a lead revision, during which, the paddle lead was explanted and was replaced with a new one. The physician suspected a malfunction. The patient was receiving adequate stimulation following the procedure.

Manufacturer narrative:
Additional information was received that the electrode was dislodged during the procedure and was not retrieved from the patient's body. The physician won't take any further action for the dislodged electrode.